Event description:
It was reported that the stents migrated and required explant. On (B)(6) 2020, a 16x60 venous wallstent was implanted in the external iliac vein. The patient presented with right common iliac and external iliac vein compression. Ivus imaging was obtained along with measurements, and a pre-dilation of the common iliac and external iliac was performed with a 14x60 and a 16x60 xxl balloon. An additional ivus run was recorded, and it was noted that there was recoil. The decision was made to place a 14x60 vici stent in the right common iliac vein. There was still compression in the external iliac vein, so an additional stent (16x60 venous wallstent) was placed in the external iliac vein. Post dilation of the stents was performed. A follow up intravascular ultrasound exam revealed significant improvement with an increase in cross-sectional area. A venogram was also performed, and the physician completed the procedure. Patient tolerated the procedure well and recovered with no complications. 6-month follow ups were performed with ultrasound, and the stents were intact. Sometime in the two weeks prior to (B)(6) 2022, the patient presented with heart palpitations. Both the vici and venous wallstent had migrated to the right atrium (ra). The patient was referred for endovascular stent retrieval. Both stents were removed from the ra using forceps via femoral vein access on (B)(6) 2022. The patient tolerated the procedure and is expected to make a full recovery.

Manufacturer narrative:
Date of event estimated using date of stent explantation.

Event description:
It was reported that the stents migrated and required explant. On (B)(6) 2020, a 16x60 venous wallstent was implanted in the external iliac vein. The patient presented with right common iliac and external iliac vein compression. Ivus imaging was obtained along with measurements, and a pre-dilation of the common iliac and external iliac was performed with a 14x60 and a 16x60 xxl balloon. An additional ivus run was recorded, and it was noted that there was recoil. The decision was made to place a 14x60 vici stent in the right common iliac vein. There was still compression in the external iliac vein, so an additional stent (16x60 venous wallstent) was placed in the external iliac vein. Post dilation of the stents was performed. A follow up intravascular ultrasound exam revealed significant improvement with an increase in cross-sectional area. A venogram was also performed, and the physician completed the procedure. Patient tolerated the procedure well and recovered with no complications. 6-month follow ups were performed with ultrasound, and the stents were intact. Sometime in the two weeks prior to (B)(6) 2022, the patient presented with heart palpitations. Both the vici and venous wallstent had migrated to the right atrium (ra). The patient was referred for endovascular stent retrieval. Both stents were removed from the ra using forceps via femoral vein access on (B)(6) 2022. The patient tolerated the procedure and is expected to make a full recovery. It was further reported that the patient went to the hospital on (B)(6) 2022 for atrial fibrillation and was discharged on (B)(6) 2022. The stents were not discovered during this time. On (B)(6) 2022, there was a consult for removal of stents in the ivc/ra.